Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h6.

Event description:
Device has been explanted.

Event description:
Patient reported "swollen, pain, tenderness" also "symptoms of breast implant illness (bii) trouble sleeping at night and autoimmune issues" that have been deem no device related. Healthcare professional later reported "swollen, pain and capsular contracture baker grade unknown". This record is for the right side. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.